Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced arrhythmia and atrioventricular desynchrony. A warning was noted for high bipolar impedance leading to a polarity switch on the right atrial (ra) lead. Noise leading to inappropriate mode switch and a confirmed fracture were also noted. The lead was capped and replaced. No further patient complications have been reported as a result of this event.